Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed pump error 25. The power management tool confirmed power error 25 was triggered when the loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, broken belt clip rails, cracked case behind the pump near the battery compartment, fading serial number label, and minor scratched lcd window.

Event description:
The customer reported via phone call that they got error alarms on insulin pump. Customer¿s blood glucose level was 311 mg/dl. Customer was able to complete pump rewind. Advised customer to revert to backup plan. The product was returned for analysis.